Manufacturer narrative:
E1 - initial reporter city: (B)(6).

Event description:
It was reported that a balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified upper arm vein. A 4.0mm x 15mm wolverine peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured at 12atm at about 5 seconds during second inflation. The device was removed without any problem using the normal method and the procedure was completed with another of the same device. No patient complications reported and the patient status was good post procedure.

Manufacturer narrative:
E1 - initial reporter city: (B)(6). Device evaluated by MFR.: the device was returned for analysis. A visual examination found that the balloon was not folded which indicates that the device was subjected to positive pressure. A leak test was carried out and liquid was observed exiting a balloon pinhole located approximately 5mm distal of the proximal markerband. As per the instruction for use, the rated burst pressure for this device is 12 atmospheres. A visual examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination found no kinks or damage to the hypotube/shaft of the device.

Event description:
It was reported that a balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified upper arm vein. A 4.0mm x 15mm wolverine peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured at 12atm at about 5 seconds during second inflation. The device was removed without any problem using the normal method and the procedure was completed with another of the same device. No patient complications reported and the patient status was good post procedure.